Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition and loss of capture. It was noted that asystole was less than two seconds. The lead was capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.